Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. The investigation of the pfna blade yielded that it fully complies with our specifications. The visual inspection shows that the screw is screwed in very deeply and that the hex is slightly damaged. The product manager has carried out a performance test for this pfna blade and it was in perfect working order. It is possible that the instrument was incorrectly mounted. A product fault was not established. The investigation determined this complaint to be invalid. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
The proximal femoral nail antirotation (pfna) blade could not be locked. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.